Manufacturer narrative:
Additional information: g3, h3, h6 correction: g2 (health professional) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no obvious signs of defects or damaged components. Functionally, the unit was disassembled, and the main board was inspected. All connections were unplugged and checked, with no damaged or loose connections found. The unit was reassembled, and upon reassembly, it powered on without any issues or error messages. No battery was received with the unit. The issue was resolved by installing a new battery, the software version was verified to be 9.3, and the co2 board was recalibrated. It was reported that the monitor failed to fully power on. The screen did not display any images, and only one amber light turned on. The monitor did not produce any alarming sounds. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, the monitor failed to fully power on. The screen did not display any images, and only one amber light turned on. The monitor did not produce any alarming sounds. It was power cycled, and a new battery was used to isolate the failure. This was an out-of-box failure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.